Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1845. It was reported the pt is experiencing pain at the implant site (site unk). She is also experiencing pain in her legs and she is losing her balance. The pt has not used the stimulation in a month. Her physician states her arthritis is getting worse. The pt is requesting to be evaluated and reprogrammed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.